Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, check te pad and adjust belt messages) has been confirmed. Upon investigation the cable connecting ECG "a", "b" and the front therapy electrode was pulled from the strain relief at the front therapy electrode, damaging the pulse wire. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt had a damaged cable and was producing adjust belt and check therapy pad messages.